Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. When the patient woke up there was a large serosanguinous stain on their bedsheets. There was white crusting over the adominal area; 3 string like areas about 5cm long each, about 5mm wide. There appeared to be a leak from where the pump is luer lock connected to the tubing at the end of the gripper. This issue was discovered during patient use. The device was filled with fluorouracil 3900mg in 115ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event, however a cold compress was applied for 20 minutes and qds hydrocortisone 1% topically prn to teat any erythema. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 12, 2022 - may 16, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed an image of a drug label only. The reported condition could not be verified by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.